Manufacturer narrative:
Previous percutaneous lead repair MFR # 2916596-2021-07589. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pump off events, low flow alarms, and low speed advisory alarms while attached to the mobile power unit (mpu). The patient reported that these alarms occurred while they sleep on their left side and resolve with position change. The patient was stable with some shortness of breath. They had rising levels of lactate dehydrogenase (ldh) and suspected thrombus. X-ray images were taken. The patient had a previous external percutaneous lead repair. Log files captured 9 pump stops and 26 low speed hazards on (B)(6) 2022 and (B)(6) 2022 while the patient was using the power module. This indicated a potential issue with the percutaneous lead. The patient was not a candidate for another percutaneous lead repair and remained on battery power. The patient received a heartmate ii to heartmate ii pump exchange on (B)(6) 2022. A ring thrombus was noted on the inflow stator.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log file. Thrombus was also confirmed through the evaluation of the returned device. A direct correlation between (B)(6) and the reported elevated lactate dehydrogenase (ldh) as well as a direct correlation between the confirmed thrombus and the reported elevated ldh could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump nipple housing. The distal portion of the dl was returned in three segments. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), a small thrombus formation was observed adhered around the inlet bearing ball. Upon removal of the deposition from the bearing ball the ring structure was broken. The concentric layering suggested that this deposition developed in this location. The area of denaturation also suggested that this deposition was present for an undetermined amount of time while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it could have potentially contributed to the report of elevated ldh. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 10.5¿ dl segment revealed breaches in the insulation of the yellow, orange, and brown wires approximately 3.5¿ from its proximal end. Further inspection of this dl segment revealed a breach in the insulation of the red wire approximately 4¿ from the proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow, orange, brown, or red wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Additionally, there was an incidental finding of damage to the copper wrap observed at the proximal and distal ends of the previous driveline repair site. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.